Manufacturer narrative:
(B)(4). This model is no longer supported by the manufacturer. Therefore, the parts needed to repair this particular unit are obsolete, and no longer available. As a result, the ventilator is unable to be repaired.

Event description:
It was reported that a ventilator bottom display was inoperative. The display was updated for the 9.4 field action and was still not functioning. There was no patient involvement.